Event description:
It was reported that during a lead extraction procedure to remove 2 cardiac leads (ra, rv) an injury to the superior vena cava (svc) occurred. Reportedly, the right atrial lead was successfully extracted using a combination of telescoping catheters and 14fr glidelight catheters with a visisheath outer catheter. An aluminum telescoping sheath was used to cross the first rib/clavicular area and a 16fr glidelight was used to progress to the svc/innominate junction where progress was stalled due to calcified tissue growth around the lead. A visisheath outer sheath was then used with the 16fr glidelight to advance through the calcified area. At that time it was noted that the pressure had dropped. A bridge occlusion balloon was then deployed while the surgeon prepped to open the chest. A sternotomy was performed to successfully repair the injury.